Event description:
A reporter called to submit a report about the defective inhalers he is using from lupin. He said he has been using inhalers for so long for his asthma, but the lupin inhalers do not work. He said when he depresses the equipment nothing comes out. He said he almost died last night from asthma attack because the inhaler did not work. He said at least 10 of them failed. Reference reports: #mw5158133, #mw5158134, #mw5158135, #mw5158136, #mw5158138, #mw5158139, #mw5158140, #mw5158141, #mw5158142.